Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the nkv-330 ventilator could not provide adequate pressures to the patient during patient use. The patient was removed from the ventilator and placed on another ventilator. There was no harm to the patient. The biomed engineer tested the ventilator after it was removed from the patient, and the ventilator passed a circuit check using a circuit different from what was used on the patient. The biomed engineer thinks the pressure tubing may have come disconnected as the current brand of circuits does not fit snuggly. Nkom has tried to gather additional information regarding this issue; however, no further information has been obtained at the time of this report. The hospital cannot provide patient demographics because the respiratory therapist does not remember the patient's name.

Event description:
It was reported that the respiratory therapist (rt) in the hospital placed the ventilator on the patient, but the pressure was reading zero. The rt placed the patient on another ventilator. There was no harm to the patient, and the patient rested well for the rest of the night. The biomedical engineer tested the ventilator after it was removed from the patient and performed a ventilator circuit check, which passed. The biomed engineer thought that maybe the pressure tubing was disconnected when the event occurred. The hospital was unable to provide patient demographics because the rt did not recall the patient's name.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.